Manufacturer narrative:
Exact date unknown, event occurred one week or so ago. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7072702/7072713.

Event description:
It was reported that the patient was not getting an adequate pain relief in some time. All device components were explanted and were not returned.